Event description:
It was reported that the programmer would suddenly power off. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the programmer would suddenly power off and attributed it to corrosion on the inside of the programmer. It further noted that the programmer would not boot and that it could not be tested and that the display had colored lines. The programmer was to be returned unrepaired. (B)(4).